Manufacturer narrative:
Investigation summary: bd received a sample and photo for investigation. The sample and photo were reviewed and the indicated failure mode for incorrect cap color was observed. A blue cap was observed on the tube in place of the expected sst ii cap. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect cap color based on returned sample and photo. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was cap was a different color. The following information was provided by the initial reporter. The customer stated: "one tube in a tray had a blue cap instead of a clear cap."